Event description:
The patient's family member called lifescan (lfs) and alleged that pt's meter was prompting an apply sample message. The patient did not report how long they had been unable to test. The patient was taken to their physician's because they were unable to test. They reported feeling weak the morning that they called lfs. The physician advised the patient to check their insulin and their insulin dosage was increased. The patient was using the correct testing technique and their testing supplies were in good condition. The issue, however was not resolved with troubleshooting. Based on the information provided, there is evidence of a malfunction, however, there is no evidence of the meter contributing to a serious injury. Although, the patient visited their physician, their blood glucose was not tested, nor did they receive medical intervention. A replacement meter is being sent to the patient.